Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the large suturecut needle driver instrument just stopped moving. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one grip cable was broken at the distal idlers, resulting in non-intuitive motion. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable, found during failure analysis investigation, if to recur could cause or contribute to an adverse event.